Event description:
It was reported "double lumen tube has a hole perforated through it". No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16037 et tube, sher-I-bronch, ls, 37 fr for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the notch on the tube where one of the inflation lines comes out is has a hole in it. No other defects or anomalies were observed. The reported complaint was confirmed based upon the sample received. The et tube was returned with a hole in the notch in the tube by one of the inflation lines. The hole appears to have been caused by a manufacturing error and would cause a leak to occur. A non-conformance has been initiated to further investigate this complaint issue.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number reported is not being manufactured currently, however, another part number from the same family (material# 00267-35 lot# 3125504) was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 80 samples were taken from the current production; the samples were visually inspected and issue reported "leak - other" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "double lumen tube has a hole perforated through it". No patient harm or injury reported. Patient condition reported as "fine".